Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the bi-ventricular implantable cardioverter defibrillator (ICD) system was removed due to bacteremia. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: d334trg bi-ventricular implantable cardioverter defibrillator (ICD), (B)(6)  2012; 5076-52 implantable pacing lead, (B)(6) 2012; 429688 implantable pacing lead, (B)(6) 2012. (B)(4).